Manufacturer narrative:
Batch review performed on 23 january 2023. Lot 2002712: (B)(4) items manufactured and released on 03-july-2020. Expiration date: 2025-06-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: a little over 1 year after primary cemented tka, reintervention is deemed advisable to stabilize the joint by changing the insert thickness. This is normally due to secondary relaxation of the ligaments, and it's not due to a malfunctioning device. At the same time, the surgeon decided also to resurface the patellar bone, which had not been treated in the previous surgery: this action was most probably dictated by disease progression.

Event description:
At about 1 year 2 months after the primary, revision surgery following laxity of the left knee. No infection. No loosening of the implants. No pain described by the patient. The surgeon revised successfully the liner (12mm to 17mm) and resurfaced the natural patella.